Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Antibiotic cefotaxime did not show in the icca worklist resulting in a delay in an administration. The customer has stated the medication was prescribed in the usual way but it did not generate scheduling and then did not appear in the work list and the patient did not receive antibiotics. After copying and updating the frequency, the order then appeared. There was no report of any adverse patient affect.